Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer stated that an initial (B)(6) architect (B)(6) igg result of (B)(6) was generated. The sample was repeated in duplicate and (B)(6) results of(B)(6) and (B)(6) were generated. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed a reactive architect (B)(6) igg result which was (B)(6) upon repeating in duplicate. A retained kit of architect (B)(6) igg reagent lot 54091li00 was tested in a specificity set-up. All control values and additional replicates of defibrinated (B)(6)met specifications, the results were reproducible, in the typical range and no (B)(6)results were obtained. Additionally, a review for non-conformances and deviations associated with the affected lot was performed. No non-conformances or deviations were identified. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect (B)(6) igg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.